Event description:
Boston scientific received information that this patient stated he did not feel his device is working appropriately. His heart rate has been fluctuating and he has felt dizzy and passed out.

Manufacturer narrative:
Boston scientific patient services stated that he should contact his physician right away. The device remains implanted.

Event description:
Additional information was received that this device was explanted and replaced.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.